Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that post-operative check of this right ventricular lead showed normal atrial pacing resulting in right ventricular capture. The device was reprogrammed and a repositioning procedure was booked due to an allegation of a lead dislodgment. A lead revision took place and upon pulling the lead out a small amount of tissue was seen on the helix. A new right atrial lead was then implanted with no further complications. No adverse patient effects were reported. Should additional information become available this investigation will be updated.